Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.00/+1.0/066 (sphere/cylinder/axis) into the patients right eye (od). The lens was reported as excessive vaulting and significant reduction of irido-corneal angles (narrow angles). The lens remained implanted. The cause of the event was due to sizing error due to acd. Additional information has been requested but none has been forthcoming.